Event description:
A hosp coordinator of surgery loss of image during an unknown procedure. He mentioned that the procedure was completed with a second scope and there were no problems related to the occurrence.